Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval could not reproduce the identified door not fully latched message. Eval found an unsecured connector on the input/output printed circuit board which likely contributed to the reported symptom. The connector was secured to prevent the identified symptom.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. There was no pt involvement.